Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: camera head detached from the body upon handling of the camera. A replacement was used to complete the procedure. Full loss of image for 2-3 minutes. No medical intervention or patient impact. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be component failure, or improper maintenance.

Event description:
It was reported that there was loss of image.